Manufacturer narrative:
The complaint kit with smart card and photographs were returned for investigation. A review of the data recorded on the returned smart card verified the occurrence of an alarm #7: blood leak? (Centrifuge chamber), indicating the leak sensor detected fluid inside the centrifuge chamber. The operator aborted the treatment when approximately 163 ml of whole blood had been processed. The customer provided photographs verify the centrifuge bowl leak as a narrow band of blood is seen on the centrifuge chamber wall. The bowl appears to be intact and still locked into the bowl holder of the cellex instrument. Examination of the received kit found no obvious signs of a leak and no dried blood on the outer centrifuge bowl. The centrifuge bowl and drive tube were pressure tested to check for leaks and no leaks were identified. The centrifuge bowl and drive tube were installed on a test instrument and spun for 20 minutes at 2400 rpm and the centrifuge leak sensor did not detect any leaks. The centrifuge bowl weld engagement was measured and found to be within specification, and the weld is even and complete. The centrifuge bowl was sectioned and further inspection found a crack running through the welded area of the outer bowl and outer bowl cover. A material trace of the bowl assembly and its components used to build lot j103 found no related non-conformances. A device history record review of kit lot j103 did not identify any related non-conformances and this kit lot had passed all lot release testing. The cause of the centrifuge bowl leak was most likely due to the crack through the welded area of the centrifuge bowl. The root cause of the crack in the centrifuge bowl could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot#: j103 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot#: j103 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm# 7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs and kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4); p.t.: (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 160 ml of whole blood was processed when an alarm #7: blood leak? (Centrifuge chamber) alarm was received. The customer inspected the centrifuge chamber and observed a blood leak that appeared to be coming from the centrifuge bowl. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition, and started a new ecp treatment with a new kit. The customer returned the complaint kit and photographs for investigation.